Event description:
The complainant reported the patient was on impella cp support and the patient had a brain bleed while on support. Heparin was discontinued. Furthermore, while turning the patient, the impella came out of the ventricle. The impella was completely in the aorta and the doctor did not want to advance the pump. The decision was made to remove the pump. Hemostasis was achieved after explant, however the patient expired shortly after the pump was removed. The relationship between the impella and cause of death is unknown.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the access site bleed and positioning issues has been completed. Product was not returned for review. Based on clinical description, the cause of the positioning issue was most likely use related with patient movement leading to pull pump out of aorta. The root cause of access site bleeding was unable to be determined as limited clinical details were provided and no product was returned for review. The instructions for use for the impella cp with smart assist system states the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿